Manufacturer narrative:
For 5 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Of the 5 systems confirmed for the reported issue, the issue was resolved for 1 unit by replacing the co2 bypass assembly, replacing the flow sensors was recommended for 2 units, o-rings were cleaned for 1 unit. 1 unit was removed from service and placed in storage.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine gas leaks. 3 were reported in excess of 4.5l per minute, 1 was reported due to a stuck expiratory flow sensor diaphragm, and 1 was reported as a 1l per minute leak at low flow anesthesia. These reports were received from various sources. Of the 5 events, 5 did not involve patients.